Event description:
Customer reportedly received results of 559 mg/dl and 89 mg/dl on the aviva system within 10 mins. Low blood symptoms reported with these results. No adverse event reported. Controls were run and in range. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.